Event description:
Customer reported etoposide (chemotherapy) leaked from the pumping segment. The leak was identified shortly after the infusion was started. No patient or staff exposure or harm reported and no medical intervention required. Although requested, no additional information was available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The customer reported the set was discarded at the facility. The lot number was not identified; therefore, lot history record review could not be performed.